Event description:
It was reported that during the preparation for the procedure, when the fiber was attached to the console a burning smell was noted, the fiber was change and the issue was repeated. The fiber breaks intermediately at the end of the console. The was no patient involvement. Boston scientifica was unable to gather further information has been obtained despite good-faith efforts. The breakage occurred during the test of for repairing the console.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Related report 2124215-2025-57377. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR and ship history review cannot be performed as the lot number was not available. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the preparation for the procedure, when the fiber was attached to the console a burning smell was noted, the fiber was changed, and the issue was repeated. The fiber breaks intermediately at the end of the console. The was no patient involvement. The fiber break occurred during the test of for repairing the console. Boston scientific was unable to gather further information has been obtained despite good-faith efforts. The event captures the fiber that broke.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Related report: 2124215-2025-57377.